Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening tibia. Revision njr number: 40702812. Side: r. Primary asa: p3- incapacitating systematic disease.